Event description:
Pt complained of pain during anesthesia injection and then during the biopsy procedure. The doctor aborted the procedure. No biopsy specimen was obtained. Incision site closed per standard procedure.